Event description:
It was reported that during procedure, the fiber was defective. The procedure was completed using another device. There were no patient complications reported. Analysis of the returned device identified a fractured connector.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found no visible defects. Microscopic inspection revealed that the fiber tip was degraded, and burn marks were present on the connector. Light was not passing through the connector, indicating an internal connector fracture. The observed distortion of light exiting the connector may result from this internal fracture. A fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. This connector fracture can lead to an insufficient aiming beam, low laser energy output, or even a complete inability of the fiber to fire. The interaction between the console and the connector, with this fracture, likely caused overheating, leading to the burn marks observed. A functional test was performed, and no aiming beam was found. Additionally, the console displayed the message: applicator has been used for 7 times. The complaint against the fiber was confirmed. A review of the device instructions for use (IFU) was completed. It states that users should carefully inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, users are instructed not to use the device and to return it to boston scientific for replacement. The device history record (DHR) review was performed and indicates that the device met all manufacturing specifications, therefore, the failure is unlikely to be related to manufacturing. The investigation conclusion code assigned is cause traced to component failure, which indicates an expected or random component failure without any design or manufacturing issue.